Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system, gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath. When the dsf1633 was attempted to be advanced in the right side, it could not go through the common iliac artery (cia); therefore, (B)(6) device was advanced alone but it got stuck in the cia due to calcification. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx, (B)(6)) was placed from the cia to the external iliac artery (eia), (the right internal iliac artery (iia) had been already occluded prior to the procedure). Even after adding the vbx, the dsf1633 was unable to be advanced, and the (B)(6) was advanced alone. It was deployed without further problems. The diameter of the right access site ranged from 6.2 mm to 14.7 mm. When the dsf1233 was attempted to be advanced in the left side, it could not go through the cia; therefore, (B)(6) device was advanced alone but it got stuck in the cia. Another vbx ((B)(6)) was placed from the cia to the eia and at that time, left iia was covered. Reportedly, this was an unplanned coverage of the branch vessel. Even after adding the vbx, the dsf1233 was unable to be advanced, and the (B)(6) was advanced alone. It was deployed without further problems. The diameter of the left access site ranged from 3.2 mm to 9.5 mm. Dissection from the left eia to the common femoral artery was found; therefore, a gore® viabahn® endoprosthesis ((B)(6)) was additionally placed in the left eia. Reportedly, the dissection was due to a non-gore guidewire, but there was a possibility that the dsf1233 extended the dissection. The final angiography showed a type ib endoleak from the (B)(6) in the right side. The leak was found in the cia but did not enter the aneurysmal sac, thus, no additional treatment was given. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.